Event description:
Randomized clinical study.during a coronary artery drug eluting stenting treatment procedure, the shaft of the taxus express2 8.8% 2.5 x 12 mm drug eluting stent broke after stent deployment. The above taxus stent was deployed in the distal circumflex artery (cx). The target lesion was greater than 20 mm in length, had heavy calcification, and was severely tortuous. The lesion was not predilated prior to implantation. This stent overlapped another taxus express2 8.8% 2.5 x 12 mm drug eluting stent. Residual stenosis was less than 30% after post dialation. Three other taxus stents were placed during this procedure in the left main coronary artery, and the lad. No patient complications were reported and the patient was discharged in satisfactory/good condition 2 days post index procedure.

Event description:
It was further reported by the site... "That the stent from this delivery system was successfully deployed in the proximal circumflex. There was a wire down the lad at the same time. After stent delivery, as the system was being withdrawn, as it passed across the wire in the lad, the distal end completely broke off. It was within the introducer at this point and was retrieved with a magnet wire. The pt did not have any advese results. Co sent the whole back to bsci."